Manufacturer narrative:
The saw was evaluated by the MFR, and the overheating complaint was confirmed. Visual inspection revealed that a cutting accessory was stuck in the device's recip shaft, due to debris contamination and a broken driveshaft. The device will be repaired and returned to the user facility.

Event description:
It was reported that the saw had a cutting accessory stuck inside, which caused the saw to heat up when operated. No further info regarding pt involvement or adverse consequences was known by the user facility.